Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the bung disconnected completely from the extension set and leaked saline and blood, whereas the bung on the other side of the set appeared to be firmly fixed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging, two photographs depicting the site of the reported defect, and a photo of the packaging were provided for evaluation. During the visual evaluation, it was noted that one of the two caresite valves was easily removed from the green connector. When the sample was compared to the drawing it was noted that this joint is bonded with solvent and is meant to be bonded. A visual evaluation was performed on the photographs and it was noted that one of two valves was detached from the green connector. A visual evaluation was also performed on the sample and noted the sample contained blood and was decontaminated. The sample was then leak tested and no leakages were noted. The reported defect of detachment was confirmed. Incidents of this nature are attributed to operator oversight during the hand assembly process. During the solvent application process, operator failed to apply enough solvent to bond the two joints together. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can be attributed to an incident of this nature. A one year historical review was performed against the reported item number and it should be noted that no other instances of this nature have been reported. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.